Manufacturer narrative:
(B)(4). The device history review for the product raney clips disposable 10/pouch lot# 73e2000388 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The clips shattered during procedure. No sample available.